Event description:
It was reported the patient developed sinus issues and some neurological deficit (undefined). It was unknown when the symptoms first occurred and whether they were related to the implanted device. The hcp wanted to do an MRI but the patient's device was placed for occipital nerve stimulation with the leads subcutaneous in the back of the head (c1 area). Troubleshooting was being considered. Additional information has been requested.

Manufacturer narrative:
"Sinus issues".